Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5154946 / 5155216.

Event description:
It was reported that the patient was not feeling stimulation in the correct location. The physician took a fluoroscopy image and showed that the patient flipped the ipg repeatedly, subsequently pulling the leads out of the epidural space and wrapping them around the ipg. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg and leads were discarded.